Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
It was reported by a healthcare professional that a patient with multiple sclerosis and a history of tvt sling placement in (B)(6) 2022 recently presented with an anterior vaginal erosion. The involved device has been retrieved by the medical device unit and is available for return and further investigation. Device availability unknown.

Manufacturer narrative:
Additional information: d4, d5, e6, h11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3935674 (product code 810041bl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.oct.2022 manufacturing date: 26.nov.2019" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable the manufacturing number is (B)(4).